Manufacturer narrative:
A ge rep evaluated and repaired the system but did not provide details on the evaluation.

Event description:
Customer reported the system is intermittently displaying an overload fault and intermittently shuts down. No pt injury was reported.